Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump's transparent loose ring was loose. The customer's blood glucose level was 9.2 mmol/l. They also reported that they had inserted a new battery but received a failed battery test. They inserted another battery but the insulin pump did not respond. They were asked to insert another battery and the insulin pump was turned on. The device will be returned for analysis.